Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4) : the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits very mild detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
It was reported during a bph procedure, the "fiber began flashing and a notable aiming beam was coming out of the fiber tip" at 10,201 joules of usage and 4:08. The procedure was completed using second fiber. Patient outcome: "no injury" to the patient was reported.